Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an active meter, compared to a professional meter, within 10 minutes: 139 mg/dl (active) and 337 mg/dl (health center's meter). No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.